Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The tip cover had tearing at the mouth on the proximal end. The tear is axially aligned with the tip cover and measures from 0.130 in length. There are no signs of thermal damage present at the end of any tears. No material appears to be missing. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of tears/torn tip cover-accessory is attributed to a component failure. Fa found a secondary failure of the tip cover gouge to be related to the customer reported complaint. The tip cover was found to have gouges at the distal end and around the middle of the tip cover. The gouges measured around 0.344 - 0.381 in length. No material appears to be missing. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that prior to the start of a da vinci-assisted adrenalectomy with sigmoid colectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory tore at the clear part while it was being installed on the instrument. The mcs tip cover was tight and when pushed down, it ripped. The mcs tip cover was not used on the patient and was replaced with a backup. The procedure was completed with no reported injury.